Event description:
According to the reporter, per-operatively, the device could not charge. The charge status flashed red indicating battery damage. There was no damage or dirt on the terminal part of the bottom of the charger. The product was replaced to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the device found that one battery cell was vented.

Manufacturer narrative:
D10 concomitant products: sigsbchgr, sig power sigsbchgr one -bay charger (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary cond ition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been ex ceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The information stored directly on the battery integrated circuit was accessed. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate and that the battery charge cycle count had exceeded the charge cycle limit. It was reported that the power handle was not charged. The reported issue was confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.